Manufacturer narrative:
The device was explanted on (B)(6) 2024. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that eri status was noted. The device will be explanted. Please note this ICD is affected by a field safety corrective action, bio-lqc, initiated in march 2021.